Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed more of three openings on anterior assessed as surgical damage. Additional observations: ¿ no other observations observed on the device.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.